Event description:
It was reported that a request was received for an emergency supply of connectors and cartridges due to difficulty locating connectors and reports of cartridges leaking. Follow-up communication with the guardian indicated that the cartridge leaking may have occurred as a result of an incorrect supply change, specifically with the connector being attached outside of the ilet device. A blood glucose questionnaire could not be completed because detailed information regarding the event was not available from the guardian. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.